Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV site bleeding out freely into bed linens due to broken IV tubing. Magnesium sulfate tubing had broken off completely at hub and vein was backing up blood into tubing and bleeding out completely. Tubing immediately clamped. Magnesium tubing changed." The customer reported that the IV tubing broke off completely at the hub while infusing magnesium. There was blood and magnesium noted on the bed lines. The IV tubing clamped and changed. The event occurred in labor and delivery.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. The set was visually inspected and noted to have a separation between the tubing and the male luer. Insufficient solvent was observed around the end of the tubing where the separation occurred. Functional testing could not be performed due to the separation. Dimensional testing showed the tubing was within specification. The root cause of the customer¿s report was insufficient solvent having been applied at the engagement between the tubing and the male luer.